Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information was requested. (B)(4).

Event description:
A health care professional reported that knives were noted to be inconsistent in sharpness and some were blunt during surgeries. The blunt knives were used to complete each procedure with no impact to any patient. Additional information has been requested.